Manufacturer narrative:
Based upon the info provided and the investigation performed by accessclosure, the root cause of the reported occlusion and surgical procedure is unk. The device was not returned to accessclosure for evaluation and the lot # was not provided for lot history review. The pathology report of the excised material was not obtained to confirm the contents. Hemostasis was successfully achieved post procedure, therefore there is no indication that the device did not meet specification or perform as intended per IFU.

Event description:
A male pt with history of leg pain reportedly underwent an uncomplicated diagnostic catheterization procedure. Post procedure, the physician proceeded to use the mynx device which was deployed by a trained nurse. It was reported that hemostasis was successfully achieved. The pt ambulated and discharged without complication. Approximately 10 days post procedure, the pt returned with complaints of ipsilateral leg pain. A CT scan documented a 70% occluded cfa. The pt was sent to surgery in which the vascular surgeon reported what appeared to be mynx sealant at the trifurcation and that there appeared to also be traces of mynx sealant at the access site. Upon angiographic review of the access site, it appears that the stick may have been through the side wall. There was no report of calcium within the vicinity of the puncture. The pt reportedly tolerated the procedure well and flow was successfully restored. No further info was provided.